Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the burr was detached and that the coil had been stretched and broken at the point of detachment from the burr. This supplemental report was not able to be submitted on time by boston scientific because of delayed acknowledgement from FDA for the initial report. An FDA systemn issue resulted in the delayed acknowledgements. This will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the burr detached. The 90% stenosed, severely tortuous and severely calcified target lesion was located in the right coronary artery. A 1.50mm rotapro and rotawire were selected for use. Upon withdrawal, it was noted that the connection of the drive shaft and the rotational burr became separated. Per physician, the separation was caused by force applied to the device during repeated ablation in the severely tortuous lesion. The detached burr remained on the rotawire and was captured by withdrawing the burr and the rotawire into the guide catheter and removing the system together. There was no resistance felt and the burr was not stuck on the rotawire upon removal. The procedure was completed using another rotapro and guidewire. No patient injury reported.

Event description:
It was reported that the burr detached. The 90% stenosed, severely tortuous and severely calcified target lesion was located in the right coronary artery. A 1.50mm rotapro and rotawire were selected for use. Upon withdrawal, it was noted that the connection of the drive shaft and the rotational burr became separated. Per physician, the separation was caused by force applied to the device during repeated ablation in the severely tortuous lesion. The detached burr remained on the rotawire and was captured by withdrawing the burr and the rotawire into the guide catheter and removing the system together. There was no resistance felt and the burr was not stuck on the rotawire upon removal. The procedure was completed using another rotapro and guidewire. No patient injury reported.